Manufacturer narrative:
The reported event of output and telemetry anomaly were not confirmed. The device was tested on the bench and no anomalies were found.

Event description:
New information received stated that the device also exhibited backup operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled pacemaker change procedure. The device was programmed to voo at 70 beats per minute (bpm) at the physician's request. During the procedure, the physician was careful not to let the cautery tool come in direct contact with the device. While the old device was being removed, it started to pace at 30 bpm. The new pacemaker was then quickly attached to the existing leads and proper function was verified. After the procedure, the old device was interrogated but the programmer was unable to load any device data. The programmer indicated that the device was found but was unable to retrieve any information from the device. No patient symptoms were reported and the patient was discharged post procedure.